Event description:
It was reported that the physician's handheld was slow and freezing and that the physician wanted it replaced. No details were provided on whether or not troubleshooting was performed. A new programming system was provided to the physician and the handheld is expected to be returned to manufacturer for analysis, but has not been received to date. Attempts to obtain additional information have been unsuccessful to date.